Manufacturer narrative:
Evaluation results: one cadd-legacy pump was returned for investigation in used condition. The keypad and labels were intact on the device. The investigator ran the customer infusion settings and no change of rate was detected. The investigator then ran a delivery accuracy test and found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor was trimmed as a preventive measure in order to bring the delivery into more nominal of a range.

Event description:
Information received a smiths medical cadd cassette reservoirs have had three patients returned with incidents of leaking around cassette when close to empty and on one occasion, during preparation of medication, the plastic bladder was leaking into the cassette. This incident occurred over a three week period. The lot failed during preparation is 3762088 exp 01/30/2024. No patient adverse event was reported. No information on what medication was being infused.